Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) to the ilet after starting a new sensor and entering an incorrect pairing code; the code was corrected, a cgm toggle and sensor restart were performed, and the sensor subsequently paired and provided readings to the ilet. Symptoms included no adverse clinical effects. Outcomes included restoration of cgm data display on the ilet with no alarms. Customer support included guided troubleshooting and education on correcting the pairing code, toggling cgm, and allowing time for the connection to establish. Investigation of this case revealed a user setup error related to an incorrect pairing code, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during sensor pairing.